Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection that required surgical exploration and revision. It was reported that the patient is doing well.

Manufacturer narrative:
Approximate age of device: 3 years and 1 month. A correlation of the patient's driveline infection to the device could not be determined. The patient remains ongoing on vad support. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.